Manufacturer narrative:
Conclusion: untrained personnel mistakenly set the scale in gain/loss mode. No scale and no bed exit were available.

Event description:
It was reported by service report that the scale was not working. No pt involvement or adverse consequences were reported.